Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization due to some of his symptoms. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization due to some of his symptoms. This notification was reviewed by the pms clinical expert due to the patient states can smell a terrible smell when they turn it on, can feel the device is too hot and tries to give room but still remains hot to the touch. Has been in the hospital due to some of his symptoms. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. The patient reported the device smell a terrible smell when they turn it on, can feel the device is too hot and tries to give room but still remains hot to the touch. There is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h4 was missed ininitial report and wsa captured in this report and section h6 was updated in this report.

Manufacturer narrative:
Additional information was received on nov 18, 2024. Section h11 should be reported as the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization due to some of his symptoms. The patient states can smell a terrible smell when they turn it on, can feel the device is too hot and tries to give room but still remains hot to the touch. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - impact code was corrected.